Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The long60 device was received for analysis in good visual conditions and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality with a test reload and it fired, and formed all the staples as intended. Upon firing, the device was disassembled to verify the internal components and the closure link pin was noted to be out of position and missing. While no conclusion could be reached as to how the closure link pin became out of position and missing, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the stapler was properly cleaned between fires. On the fourth fire, white reload on bowel, the stapler would not close. The surgeon removed stapler and was able to close device outside of patient. Surgeon put stapler back in and tried to close on tissue and heard a crunch. Removed stapler and noticed a rattling in handle. Stapler was removed from field. Case completed with another device of the same product code. There were no patient consequences reported.